Event description:
It has been reported that the right ventricular (rv) lead exhibited high out-of-range (oor) bipolar pacing impedance, exceeding 3,000 ohms. The rv pacing/sensing is currently configured in the unipolar setting. Additionally, a message prompted verification of the right atrial (ra) lead. During the technical services (ts) interrogation, it was confirmed that the patient was evaluated in the clinic prior to this occurrence, specifically in january. Ts noted that the message would have been present during that time; however, no further oor measurements have triggered an alert message since then. Ts inquired about the measurement of the p waves, to which the representative indicated a reading of 1.2mv (milli volts). Ts clarified that this was the reason for the check atrial lead message. The representative is to consult further with the health care physician (hcp) regarding this event. This rv lead currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the patient came in for follow-up and it was noted that the last interrogation was done in (B)(6) 2025. The patient presented with unipolar pace/sense in the rv lead. There was failure to capture at max output within bipolar setting and pacing impedance was greater than 3,000 ohms. Movements for myopotentials was performed in unipolar, but none seen. Device was reprogrammed to 5v (volts) at 0.4ms and sensitivity decreased from 2.5mv (milli-volts) to 5.0mv, in unipolar setting. The subsequent step involves the implantation of a new rv lead in the near future; however, a specific date has not yet been established. At this time, this rv lead remains in service and no adverse patient effects were reported.

Event description:
It has been reported that the right ventricular (rv) lead exhibited high out-of-range (oor) bipolar pacing impedance, exceeding 3,000 ohms. The rv pacing/sensing is currently configured in the unipolar setting. Additionally, a message prompted verification of the right atrial (ra) lead. During the technical services (ts) interrogation, it was confirmed that the patient was evaluated in the clinic prior to this occurrence, specifically in january. Ts noted that the message would have been present during that time; however, no further oor measurements have triggered an alert message since then. Ts inquired about the measurement of the p waves, to which the representative indicated a reading of 1.2mv (milli volts). Ts clarified that this was the reason for the check atrial lead message. The representative is to consult further with the health care physician (hcp) regarding this event. This rv lead currently remains in service and no adverse patient effects were reported.